Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when storing the power module, the backup battery was not disconnected. The backup battery was too far discharged to be recharged and the unit displayed red battery symbol. The backup battery was to be exchanged.

Event description:
Additional information was provided that exchanging the battery resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module alarming due to the power module¿s backup battery was unable to be confirmed. The power module and the power module backup battery were not returned for analysis. Additional information provided on 15feb2024 stated that the serial number of the power module and power module backup battery was unable to be provided, exchanging the battery resolved the issue and that no product would be returned for evaluation. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed for the power module due to no serial number being provided. Heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use section 8 "equipment storage and care" and section f "safety checklists, and heartmate power module instructions for use under "inspection cleaning and maintenance" explain how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate power module instructions for use (IFU) sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿ instructs users on how to handle red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.